Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not detected on bus. A field service engineer found that main drawers 1.1 and 1.2 had failed and were not detected on the bus. No lights were present on any of the boards. The station was powered down and the pyxibus module control boards for drawers 1.1 and 1.2 were replaced. When powering back on, the station did not start properly. Drawer 1.1 was disconnected, but the issue persisted. Drawer 1.1 was then reconnected and drawer 1.2 disconnected, after which the station powered on without issue. The individual pyxibus module control board for drawer 1.2 was replaced, and the station powered on successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawers 1.1 and 1.2 failure and device not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.